Manufacturer narrative:
A ge service representative performed an on site investigation. The memory and 5 volt power supply was replaced during the service call.

Event description:
It was reported that the stenoscope system would intermittently fail and loss the image when the foot switch was pressed. No patient injury was reported.